Manufacturer narrative:
(B)(4).

Event description:
During a lead replacement surgery on (B)(6) 2016 for the patient, the surgeon was unscrewing the septum plug with a screw driver to perform a generator test, but in doing so, the rubber seal on the implanted generator came off. The generator then had to be replaced. Attempts to retrieve the generator have been made, but the generator has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was performed on the returned generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage was measured at 3.047 volts and shows an ifi=no condition. The data revealed that 18.459% of the battery had been consumed. The septum was not returned, therefore no measurements could be taken. However, the header septum cavity does not met specification requirements; the header septum cavity measured 0.127+ (plus pin gauge set) inches (limits 0.125 inches +/-0.002). Although the header septum cavity is slightly out of specification, a septum from inventory stock inserted and secured appropriately into the pulse generator header septum cavity. The explant process may have been the contributing factor for the detachment of the septum plug. There were no additional performance or any other type of adverse conditions found with the pulse generator. Review of device history records showed no unresolved non conformances on the generator prior to distribution.

Manufacturer narrative:
The initial report inadvertently did not report: "the lead replacement is captured in mfg report # 1644487-2016-02568."

Event description:
The generator was received by the manufacturer for analysis. However, analysis has not been completed to date. The lead replacement is captured in mfg report # 1644487-2016-02568.